Manufacturer narrative:
No product is being returned for evaluation.

Event description:
It was reported that the plastic piece of the quick-t anchor has become displaced and caused some problems. The surgeon had to carry out further arthroscopic procedure because of continuing pain and a feeling of pricking and found the plastic t piece and the knot embedded under the acromion. The metal anchor remained in place.